Event description:
My sister has been wanting lip injections because it's a trend, she went behind my back and booked with a unprofessional, non registered nurse. And got fillers. For (B)(6). This girl messed my sisters lips up. She made my sister sign a waiver. Aside from that the girl who lip injects, does it in her room. (B)(6) she gets tons of clients and I'm afraid for other people risking their health. Located in (B)(6). FDA safety report ID # (B)(4).